Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error when customer was trying to deliver a bolus. Customer stated that one of the buttons seemed to be stuck. Customer's blood glucose was 160 mg/dl. Customer stated she pressed the act button and nothing happens and it kept alarming button error. Customer reported she wears the insulin pump in her clothes. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).